Manufacturer narrative:
(B)(4). Correction - device was not returned. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other four proglide devices referenced are being filed under separate medwatch MFR numbers.

Event description:
It was reported that an arteriotomy closure of a femoral artery was attempted using a proglide device after a transcatheter aortic valve implantation (tavi) procedure. Reportedly, after deployment, the plunger returned with no suture in the needle. The same result occurred with four additional proglide devices from the same lot. Another proglide device from another lot was used and hemostasis was achieved. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.